Manufacturer narrative:
The remote service engineer (rse) recommended that the customer should replace the touchscreen and sent a service quote consisting of the replacement touchscreen to the customer for approval; however, the customer did not accept the quote, and it is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that it was impossible to recalibrate the touchscreen; despite cleaning the panel and restarting the v60, the touchscreen did not pick up the target during calibration. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that it was impossible to recalibrate the touchscreen; despite cleaning the panel and restarting the v60, the touchscreen did not pick up the target during calibration. Investigation is ongoing.